Manufacturer narrative:
D4 - expiration date: was previously blank and has been updated to 12/19/2025. D4 - primary UDI number: was previously blank and has been updated. H4 - device mfg date: was previously blank and has been updated to 12/21/2023. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with cut-off standards (20 miu/ml) and high positive standards (203.4iu/ml, 219.92iu/ml, and 231.4iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis of therapy may contain hama. Such specimens may cause false positive or false negative results.

Event description:
The customer reported "consult hcg urine cassette tests are reading negative on every use. The product has been used on previously confirmed pregnant individuals which still received negative results." Although requested, no further information was provided. No adverse event reported.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported "consult hcg urine cassette tests are reading negative on every use. The product has been used on previously confirmed pregnant individuals which still received negative results." Although requested, no further information was provided. No adverse event reported.